Manufacturer narrative:
(B)(4). Device code: phx. Concomitant medical products: catalog#: xl-115364 arcom xl 44-36 std +3 hmrl brg lot#: 566710. Catalog#: 113612 comp primary stem 12mm micro lot#: 19120. Catalog#: 01.04440.074 taper s deg 15 lot#: 2977720. Catalog#: 01.04440.021 dpsc screw 3.5/4.5x21mm lot#: 2995206. Catalog#: 01.04441.068 glenosphere dia 36 deg 15 lot#: 2997068. Catalog#: 01.04440.001 baseplate xs 15mm lot#: 2998676. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00548, 0001825034-2021-00550.

Event description:
It was reported that the patient underwent a revision procedure approximately 1 year and 2 months post implantation due to infection. During the revision, extensive adhesions/scar tissue, rotator cuff damage, stress shielding, and loosening of the humeral and glenoid components were noted. All components were removed, and an antibiotic cement spacer was placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and radiographs received. Review of the available records identified septic loosening of the glenosphere, pseudarthrosis spina scapulae, rheumatoid arthritis. Abundant scar tissue (fibrin), granulation tissue, and pseudomembranes removed. Rotator cuff completely absent from cranial heads. Subluxation of the humeral component and very loose, glenosphere shows movement but is still fixed to the scapula by one of the screws and rotated around the baseplate. Cultures obtained in suspected chronic low-grade infect. Proximal shaft heavily thinned by stress shielding and is fused to the implant. Difficulty removing the humeral implant due to adhesions, window created in the humerus to free the implant, explanted without further complication. Significant glenoid bone defect noted upon removal of the glenosphere and baseplate. Vancomycin treated pmma cement spacer placed. Humeral window closed with a 1.1mm cerclage wire. No confirmation of implant fracture dictated. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.